Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump display would "darken" when screen was illuminated, and shortly after would return back to normal. There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot. Reportedly, the customer had an alternate pump available for insulin therapy.